Manufacturer narrative:
(B)(4). The test strips were no longer available to return.

Event description:
The customer initially complained that the code number and hourglass icon were not showing on coaguchek xs meter with serial number (B)(4) when he inserted the test strip. The customer was able to test and obtain a result. During troubleshooting, the customer complained of an erroneous high inr result he received on the meter approximately 1.5 years ago. The date of event is an approximation. The initial result was 3.8 inr. The customer thought this was high and retested 15 minutes later with a result of 2.4 inr. The customer thought the result of 2.4 inr was correct. He ate some extra greens based on the result of 3.8 inr. The customer's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer is fine. The customer just started taking ofev and eplerenone for heart and lung issues. The customer is not taking any other blood thinners or direct thrombin inhibitors. The customer does not have lupus or antiphospholipid antibodies and there are no concerns with his hematocrit levels. The meter and test strips were requested for return, however, the test strips have been used up and are no longer available. The customer returned the meter. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr; donor 2 inr: 2.6 inr. Donor 1 hct: 44%; donor 2 hct: 54%. Donor 1: retention meter with master lot strips: 2.6 inr; customer meter with master lot strips: 2.6 inr. Donor 2: retention meter with master lot strips: 2.6 inr; customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation was unable to find a definitive root cause for this event.